Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when lead noise resulting in inappropriate hv therapy were observed. Additionally, an alert for low pacing lead impedance was also noted. The lead was capped. The procedure was completed successfully without any consequences to the patient.